Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative went on the site and found the device to have a bad display. At this time, full evaluation and report are not complete. Once a report has been received, a supplemental report will be submitted.

Event description:
The customer reported a bad display on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.